Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with gentamicin injection (once daily for 14 days, route and dose not reported), fortum injection (1 gram, once daily for 14 days, route not reported) and vancomycin injection (1 gram for five days, route and frequency not reported) for peritonitis. Ten days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.